Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge functional test: failed . Perform manual test using the "try it" function: perform manual test by setting sound level to 55: fail - no audio perform receiver global communication tool intermittent audio test: fail - no audio. The customer complaint was confirmed because there were no audio heard on the device.the reported event of no audio output was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/14/2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.